Event description:
The customer reported that the insulin pump alarmed motor error during the fixed prime process. Troubleshooting was performed. Instructed the customer to prime the insulin pump until the piston stops moving, and the device alarmed no delivery. While attempting to do the test the second time the insulin pump alarmed motor error. Advised the customer revert to back up plan until the replacement of the insulin pump arrives. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test followed by a motor error alarm during the rewind process as a result of the motor encoder signal being out of phase.